Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no upstream occlusion which were verified through a review of the event history log before the device sent in for repair. Evaluation found the reported problem cause to be the ultrasonic sensor calibration out of specification which can contribute to upstream occlusion failure. The ultrasonic sensor need was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement associated with this event. No additional information is available.